Event description:
It was reported that (1) device was about to be used during a hemiorrhoidectomy. It was reported by the rep that the hp052 handpiece would not work upon removal from the sterilization tray. There was no consequence to the pt.